Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ii us mr 2.25 x 16mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified damage. The proximal to mid-section of the stent was damaged with some struts lifted and pushed in a distal direction. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An attempt was made to inflate the balloon, however due to hardened visible contrast medium in the lumen, the balloon would not inflate. The device was soaked in waterbath at 37 degrees. After soaking the balloon was inflated to rated burst pressure using a handheld encore inflation device without issue. The stent deployed without issue and the balloon was subsequently deflated in 13 seconds measured within the specified deflation time in the direction for use. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage. There were no issues advancing the device over a 0.014¿ guidewire. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 30-apr-2018. A 2.25 x 16mm synergy ii drug-eluting stent was received with no issues reported. However, upon review of this device, stent damage occurred.